Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional mitraclip device referenced is being filed under separate medwatch report.

Event description:
This is filed to report the clip was difficult to remove and caused damage to another clip. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was placed at central a2p2, reducing the mr to 3. A second clip delivery system (cds 80615u172) was advanced to the mitral valve; however, grasping the posterior mitral leaflet was difficult. In the physicians opinion that the difficulty grasping may have been due to less force on the end of xtr clip arms. The clip was then deployed on the lateral portion of a2p2. A third clip (80615u193) was placed in between the first two clips. An attempt was made to place a fourth clip (80713u110) between the clips; however, it became caught. After 40 minutes, the cds was freed, and retracted into the left atrium. It was noted that there was interaction between the clip being implanted and the implanted clip. The third implanted clip then detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The fourth clip was not implanted and the procedure was discontinued. Three clips were implanted, reducing the mr to 3. The patient was confirmed to be stable post procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported device causing damage to another device appears to be a result of user technique/procedural conditions which caused interaction between the fourth clip delivery system (cds) and the previously implanted clip. The reported difficulty removing the device was likely due to the pre-existing patient morphology/pathology (thin and morbid posterior mitral leaflet), as the fourth cds got caught in the patient anatomy and troubleshooting maneuvers were performed to free the clip. There is no indication of a product quality issue with respect to manufacture, design or labeling.